Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Device was not explanted. The actual device was not returned for evaluation. Therefore, the investigation was based on the user facility information and the device history records. No evaluation could be conducted due to the device not being returned. With no device return the exact cause of the reported event cannot be definitively determined based on the available information. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file found one similar report with the involved product code/lot# combination. The user facility reported similar events from the same product code/lot number combination. See mdrs 2243441-2017-00187 and 2243441-2017-00185. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported deployment difficulties with the angio-seal evolution device. The following information was provided by the user facility: the physicians are stating the button that releases the suture, so that it is visible to cut, is malfunctioning; the button does not depress and they have to pull very hard to expose the suture after several attempts at depressing the button; in the several events this occurred, hemostasis was obtained per the reporter; and the issue allegedly lies within the button release. Additional information was received on october 11, 2017. Hemostasis was achieved by the evolution device being used. The patient was not affected.